Manufacturer narrative:
Product analysis: analysis was unable to confirm customer comment that the programmer programmer spontaneously. It was determined at analysis that damaged radiofrequency head cable caused the programmer to shutdown. It was noted that the programmer failed the functional test due to link electronic module (lem) printed circuit board (pcb) was out of specification. The programmer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer spontaneously shut down twice during interrogation of the implantable device, with the incidents occurring a few hours apart. There was no patient involvement.